Event description:
The info received from a study indicated that the pt was admitted symptomatic and had a 51% stenosis in the ostium of the right internal carotid artery. During the procedure, there was separation of the precise pro rx distal tip. There was no adverse event to the pt.

Manufacturer narrative:
The product is not available for eval. Add'l info has been requested and will be submitted within 30 days from receipt.